Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estimated. UDI#: in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot number was not provided. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
User facility medwatch report received stating: describe event or problem: wire of lad tip broke. What was the original intended procedure?: percutaneous coronary intervention of the mid left anterior.